Manufacturer narrative:
The hakim valve was returned for evaluation: failure analysis - the valve was visually inspected; the proximal connector (rickham) was cut/broken away and not returned, the spring was sitting under the cam mechanism and a crack and bump mark was noted in the valve casing. The valve could not be program tested due to the spring under the cam mechanism. A metal connector was attached to the valve. The valve passed the tests for occlusion, leak and magnets. The valve could not be pressure tested, due to the cam sitting on the spring. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a bump mark were noted in the valve casing, when dismantled the stator came away from the base plate, corrosion was noted on the stator. The root cause for ¿valve could not be programmed¿ as reported by the customer is due to the valve receiving a hard knock. The root cause for the missing rickham connector is probably due to user¿s error. The root cause for the crack and bump mark in the valve casing is due to the valve receiving a hard knock. The root cause for the stator dislodging is due to the valve receiving a hard knock and the corrosion. The root cause of the corrosion, could not be clearly determined galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. The valve has been implanted for at least 7 years.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve was implanted years ago. The patient underwent MRI and the valve had to be reprogrammed. The valve was blocked at 120mmhg and the patient started to have headache, and it was removed and repalaced.